Event description:
A customer reported experiencing a tandem mobi cartridge alarm 30 while filling tubing on (B)(6)2025. The issue caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose, the customer administered a correction bolus using the insulin pump. Despite the alarm, the customer was able to resolve the issue independently by changing the cartridge and resuming insulin therapy without third-party assistance, leading to the successful resolution of the problem.